Manufacturer narrative:
This event was determined to be a supplemental and the investigation findings will be submitted under MFR #2916596-2023-05363.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of pump off and driveline disconnect alarms. The event date is estimated.